Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The totally occluded, 16x2.25 mm target lesion containing a significant >=90 degree bend was located in the severely calcified and moderately tortuous right coronary artery (rca). A 2.25x16mm promus element drug-eluting stent was selected and advanced to treat the target lesion. The physician, however, could not implant the stent because the strut of the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device identified that the hypotube was kinked at 72.2cm distal to the strain relief. There was no evidence of any positive pressure having been applied to the balloon. An examination of the crimped stent identified that the distal edge of the stent was lifted. No other damage was noted along the stent and no issues existed with the profile of the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The totally occluded, 16x2.25 mm target lesion containing a significant >=90 degree bend was located in the severely calcified and moderately tortuous right coronary artery (rca). A 2.25x16mm promus element drug-eluting stent was selected and advanced to treat the target lesion. The physician, however, could not implant the stent because the strut of the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.